Event description:
It was reported that approximately 2 months post placement of an ultraflex esophageal 23mm x 10mm stent in an unspecified portion of the esophagus, x-ray imaging revealed that the stent had migrated to the stomach. The patient underwent an unspecified procedure at which time the physician attempted to removed the stent utilizing a snare device and forceps but was unsuccessful. Due to the patient's advanced age, the doctor decided leave the stent in the patient's stomach and implanted an unspecified stent in an unspecified location. The patient is reported "doing well".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.